Event description:
The user facility reported that during a below the knee procedure the glidewire broke. Follow up communication with the user facility confirmed the following: the procedure that was being conducted was a revascularization of the left superficial femoral artery and popliteal artery; the physician encountered great resistance and pulled the glidewire; the glidewire broke; part of the glidewire stayed in the patient; the doctor stented to push the glidewire debris to the walls of the artery; the procedure was completed; and the patient's condition is reported as "fine".

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report #9681834-2014-00300 to provide the return sample evaluation. The involved device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the stainless steel coil had been elongated exposing the core wire. Platinum coil segment was missing and unable to be evaluated. The stainless steel coil was unraveled and straightened to be determined for the total length. It was confirmed to be (B)(4)mm. Based on the comparison with that of the current product sample, which measures approximately (B)(4)mm, the length of the missing part of the stainless steel coil on the actual sample may be approx. (B)(4)mm. The length of the segment between the distal end and the joint where the proximal end of the stainless steel coil was soldered to the core wire measured approx. (B)(4)mm. Based on the comparison with that of the current product sample, which measures approx. (B)(4)mm, it is assumable that the core wire is missing approx. (B)(4)mm in length. The elongated stainless steel coil was inspected under magnification. Electron microscopic inspection of the fractures of the core wire and the stainless steel coil obtained the following findings: the outside diameter of the core wire had been diminished toward the fracture end; the fracture cross-section of the stainless steel coil had been distorted; and the thickness of the core wire was measured on the segment adjacent to the fracture. It was confirmed to be normal, being comparable to that of the current product sample. Simulation testing was conducted. The actual sample got stuck in the involved catheter. Subsequently, in this state, the actual sample was subjected to a pulling force, resulting in the fracture of stainless steel coil segment. A factory-retained runthrough ns sample was subjected to a pulling force until its core wire and the stainless steel coil got fractured. Electron microscopic inspection of the fracture obtained the following findings; the outside diameter of the core wire had been diminished toward the fracture end; the fracture cross-section of the stainless steel coil had been distorted; the state of this fracture was very similar to that of the actual sample. A review of the device history and shipping inspection record of the involved product /lot# combination confirmed that there were not any indications of production-related problems. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the device was subjected to a pulling force and got fractured. The labeling does address the potential for such an event in the instructions-for-use with statements such as: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2014-00300 to provide the return sample evaluation results.

Manufacturer narrative:
(B)(4). The actual sample was not returned to the manufacturing factory for evaluation. Reserve sample form the same product code/lot number combination was evaluated. Visual inspection did not find any anomalies or defects. Magnifying inspection of the platinum coil segment and stainless steel coil segment also did not reveal any anomalies or defects. Functional testing confirmed all performance specifications were met. A review of the device history record and the product release decision control sheet confirmed that there were no production related problems for this product code lot number combination. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the distal segment of the actual sample was trapped in an object and subsequently subjected to some pulling force resulting in the glidewire break. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: "manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).